Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) for 1 week. Customer administered insulin to treat their bg levels, and reverted to insulin injections for diabetes management on (B)(6) 2016. Contact indicated that the customer's bg levels have returned to target range. Contact indicated that they will contact their health care provider to discuss diabetes management.